Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after the patient was returned to the ward, the microsensor did not register data after being reconnected with the monitor. The "monitioring" was discontinued. There were no reports of delay or patient harm. The device will be returned.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The catheter was received in a drainage tube. The sensor could not be zeroed upon receipt; unable to open the lid, pin 3 was broke off in process trying to open lid for evaluation. No further testing was possible. Based on the results of the investigation, the reported issue was confirmed, however, unable to determine the root cause. A review of manufacturing records found that the device conformed to specification when released to stock. No further investigation or corrective action is anticipated.